Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 123 mg/dl. No significant events leading to the keypad issues were observed. The customer also observed a crack near the screen on the corner, which had been there for a while. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.